Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with lavh, laparoscopic adhesiolysis, and cystoscopy due to uterine enlargement, menorrhagia, dysmenorrhea, and genuine sui. It was reported that the patient underwent excision of eroded segment of mesh and cystourethroscopy on (B)(6) 2010 due to erosion of mesh through the anterior vaginal mucosa. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.